Event description:
Customer called to reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 567 mg/dl. Customer stated that she was sick due to gastroparesis, low blood pressure and high blood glucose. Customer experienced vomiting due to gastroparesis. Diagnosed diabetic ketoacidosis and gastroparesis. Customer was given IV fluids and insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.